Manufacturer narrative:
Corrected data: section: d6: lot# was corrected to "185" summary of evaluation: evaluation results suggest that this event is design related.

Event description:
Gamma target device broke. It was noted that the hosp had another one available. This event did not cause an adverse consequence to the pt or a surgical delay.